Manufacturer narrative:
The device code was updated. The field service engineer (fse) did not find a cause for the event. The fse performed a baseline instrument check and adjusted the gear pump pressure. Mechanical checks were performed with no issues and precision test results were within specification. The customer ran calibration and qc with no issues. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. "Abnormal aspiration", "sample short" and "sample foam detection" alarms were observed on the alarm trace data. These alarms are indicators of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 502 module. The initial result was 5.7 mg/dl with a data flag. The sample was automatically repeated by the instrument and the result was 5.7 mg/dl. This result was reported outside of the laboratory where repeat testing was requested. The repeat result was 10.3 mg/dl. This result was believed to be correct. The c502 module serial number was (B)(6) .